Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was experiencing difficulties recharging her device. On (B)(6) 2010, it was stated the pt's battery had moved. On (B)(6) 2010, an x-ray was performed that showed the battery had not flipped and the lead was connected. The pt was complaining of a "burning pain" in her lower left quadrant. On (B)(6) 2010, the pt's device was reprogrammed. On (B)(6) 2010, the pt complained of pain and was referred to another health care provider. On (B)(6) 2010, it was stated the pt was receiving 20% pain coverage. On (B)(6) 2010, the pt's device pocket and lead were revised. It was stated the lead was pulled down to help with more pain coverage. After the revision surgery, the recharging problem was resolved and therapy was restored.